Manufacturer narrative:
Inspected one opened and used sensor and found cannula retracted inside sensor base. Cannula found whole; no broken or missing parts. See image for details. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they kept getting lost sensor and sensor cannula was not there when removed. The customer's blood glucose was unknown. The sensor was returned for analysis.